Event description:
(B)(4). The device reported that 3 months and 20 days after the dental implant was installed in intraoral region #29, it was verified its non osseointegration. Forty five (45) ncm of primary stability was achieved and immediate load was not performed.